Event description:
It was reported that balloon rupture occurred. The target lesion was located in the severely tortuous and moderately calcified unspecified vessel. A 5.0 x 40, 75cm mustang¿ balloon catheter was selected to dilate the lesion. The device was successfully used several times to dilate the lesion but after inserting it into the body again, the physician attempted to inflate it but failed. The balloon was noticed to be ruptured. The procedure was completed with another of the same device. No patient complications were reported and the patients status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). The complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).